Event description:
It was reported a spectrum pump had false upstream occlusion alarms during therapy. The device was swapped to continue therapy without any delay. It was further reported there was no harm to the pt.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant upstream occlusion alarms were unable to be reproduced, but were confirmed through review of the event history log. The unit passed testing per baxter's service procedure. The pump was calibrated to ensure continued accurate upstream occlusion detection.